Event description:
There was moderate calcification with mild vessel tortuosity and 100% stenosis seen. There were no anomalies noted during prepping of balloon. It was reported that balloon ruptured while dilating the lesion below its rated burst pressure (exact pressure unknown). There was no balloon leakage observed. There was no separation of any balloon part, no vessel dissection or deflation difficulty reported. There was no adverse consequence to the pt reported. This product will not be returned for evaluation and testing.